Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was found on the electronics and battery tube assembly during the visual inspection. Moisture damage was found on the motor and vibrator assembly. The buttons responded properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corners, minor scratches on the display window and a broken reservoir tube lip.

Event description:
Customer reported that the insulin pump fell in water and it is alarming button error. Customer stated that the device has a crack due to being dropped. Blood glucose level was 69 mg/dl; customer treated by eating. Nothing further reported.